Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 4 brief inquiry description. Several incidents of leaking and air bubbles in line. Detailed inquiry description lot # a2400089 was pulled of the unit due to several incidents of leaking and air bubbles in line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 4 a review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 4: one (1) photo was submitted to the manufacturer for evaluation. Through visual examination, it was observed that the locksite connector was damaged at the edge of female luer. While damages were observed in the photo, the reported defect of leakage and air in the line could not be observed. The actual defective device is a valuable tool in investigating the cause of this incident. In the future, if this incident occurs again, please retain the sample so that a complete investigation can be performed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. Based on the investigation, the results are inconclusive. The failure mode could not be confirmed due to lack of information (no sample). The complaint is considered not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.